Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-00126. The health care nurse reported the patient's epidural lead had migrated. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the epidural lead was repositioned, and the other lead (device 2) was explanted and replaced to provide therapy in the thoracic region. Effective stimulation was restored post-operatively.